Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Cts provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the code recurred.